Event description:
It was reported that when a representative stopped to pick up trays from a surgeon¿s case, they noticed that the black plastic tip on the stem inserter was broken. They were not sure when it happened, either during surgery or post op during cleaning in spd. All items were retained, and nothing was missing. The surgery went as planned without any complications. There were no surgical delays reported. No device parts or pieces fell into the patient. The patient was last known to be in stable condition following the procedure. The device is available for return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.